Event description:
It was reported that the patient tried to charge their implantable neurostimulator (ins) but kept seeing the ¿communication not established¿ screen and could not get a connection with the recharger unit. The patient had done this numerous times and was recharging ¿right where they should be¿. It was noted that the patient had 2 inss systems with one of them from a different manufacturer and was trying to charge both at the same time. After turning off the other manufacturer¿s ins, the patient was able to recharge the ins. The patient stated that it was easier to make adjustments to the other manufacturer¿s ins and that this manufacturer¿s ins battery was not lasting as long (but that it had more ¿wires¿). There were no further details, interventions or an outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID ne u_recharger_acc, serial# unknown, product type: recharger; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient still had concerns regarding the device or therapy, but they were working with the physician or manufacturing representative. The patient had an appointment on (B)(6)-2015.